Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level and reservoir had air bubble anomaly. Customer's blood glucose level was 400 mg/dl. Approximate size of air bubbles was many, a lot, big and small. Troubleshooting was done for air bubbles. Reservoir will not be returned for analysis.